Manufacturer narrative:
The event date was estimated. (B)(4). Approximate age of device: 1 year and 7 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient was readmitted to the hospital due to fever and leukocytosis. A computed tomography of the chest revealed fluid collection surrounding the driveline as well as large fluid collection under distal sternum and along outflow graft of left ventricular assist device (lvad). The patient underwent incision and drainage of the distal sternum and driveline exit site. A wound vacuum (vac) was placed and the patient was subsequently discharged home with intravenous (IV) antibiotics. The patient completed the IV dose regimen and was started on oral suppressive antibiotics. No alarms were reported for this event.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.